Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise over-sensing which led to pacing inhibition. No intervention was made. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but was not received. UDI not available as product was manufactured on or before 23 sep 2014.